Event description:
The customer contacted physio-control to report that their device exhibited the service wrench led and shut down unexpectedly. The customer found an event code logged in its memory is indicative of a device failure that could result in the display might have gone blank. In this state the device may delay or not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The customer informed physio-control that the issue has been resolved. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device exhibited the service wrench led and shut down unexpectedly. The customer found an event code logged in its memory is indicative of a device failure that could result in the display might have gone blank. In this state the device may delay or not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported